Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), outer insulation cosmetic environmental stress cracking (esc) and cosmetic depression.

Event description:
It was reported that the left ventricular lead showed high thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.